Event description:
It was reported that a user¿s dexcom g7 sensor was providing glucose readings to the user¿s phone but failed to pair with the ilet, consistent with a communication or pairing failure between the continuous glucose monitoring system and the pump. Symptoms included no physiological symptoms. Outcomes included no impact to health or need for medical care. Investigation included customer service troubleshooting, which involved verifying the sensor code in the pump, confirming the sensor was only connected to the phone, toggling the cgm selection between g6 and g7, restarting the pump, and re-entering the code with instructions to wait for reconnection. Investigation of this case revealed that the issue was confined to pairing between the cgm and the ilet. It was concluded that the event was due to a pairing or connectivity issue between the cgm and the ilet without patient harm.